Event description:
User experienced issue with low control recovery for ckmb when switching to a new lot of ckmb reagent. Pt samples were used to perform correlation studies between the old and new lots of reagent. The old lot is 153686. The new lot is 155150. The following discrepant pt results were received when running the correlation studies. Samples were tested with the old lot on a different e module (B) (4), at customer site. Sample 1, new lot gave 1.45; old lot gave 2.14 gave ng per ml. Sample 2, new lot gave 2.28; old lot gave 3.32 ng per ml. Sample 3, new lot gave 1.89; old lot gave 3.01 ng per ml. Sample 4, new lot gave 2.08; old lot gave 3.07 ng per ml. Sample 5, new lot gave 8.19; old lot gave 9.33 ng per ml. Sample 6, new lot gave 2.53; old lot gave 3.72 ng per ml. Sample 7, new lot gave 4.34; old lot gave 5.47 ng per ml. Sample 8, new lot gave 3.14; old lot gave 4.19 ng per ml. Sample 9, new lot gave 1.83; old lot gave 2.88 ng per ml. Sample 10, new lot gave 3.18; old lot gave 4.16 ng per ml. Samples were run for troubleshooting purposes only, and results were not reported. A reagent bulletin, which includes the new lot used by the customer, has been issued communicating the ckmb reagent has been restandardized. The medical risk associated with this issue is remote.